Event description:
It was reported via repair work order that there was intermitten power to bed due to malfunction power connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.